Manufacturer narrative:
H1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in different positions than desired with navigation involved, despite according to the surgeon. (Treating clinician): the deviation of 2 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions, without navigation, at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was neither harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of 30 to 60 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating spine screw at left l3 and k-wire at left l4, shifted cranially and laterally from their intended trajectories by ca. 3-6 mm, placed with the aid of navigation, is: temporary relative movements of the spine anatomy during the surgery between the area the patient reference array was fixated to (right iliac crest), and the vertebrae operated on (l3-l4) due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. A structural instability between l3 and l4 as well as l4 and l5 was present in this patient, which decreased the rigid association between the patient reference array and the vertebrae where deviating placements were observed. Additionally, automatic screenshots acquired during instrumentation of the screwdriver at l4 displayed its location as lateral to the pedicle, suggesting a change in the anatomy after anatomy registration to navigation and at the time of instrumentation. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. A further contributing factor for the deviating placements is: the reuse of disposable reflective marker spheres on the drapelink array attached to the c-arm scanner that was used to perform an automatic image registration of the current patient anatomy to the navigation. Mixing new and reused marker spheres can negatively impact overall reflectivity to the camera, the tracking of the scanner and consequently the registration accuracy. Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification step) and/or prior to (or during) planning and performing invasive actions such as drilling the pilot holes. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for a lumbar fusion of vertebrae l3 to l5, with intended placement of 6 spine screws bilateral for fixation (at l3, l4 and l5), was performed with the aid of the display by the brainlab software spine & trauma navigation 2.0. From an intra-operative verification c-arm scan, the surgeon discovered that a spine screw and a k-wire, placed with the aid of navigation, deviated from their intended trajectories with cranial and lateral shifts of ca. 3-6 mm. According to the surgeon (treating clinician): the deviation of 2 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions, without navigation, at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was neither harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of 30 to 60 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.